Event description:
Additional information: it was later reported that in (B)(6) 2011 the patient was still having the burning sensation near her pump intermittently and had excessive sleepiness so was afraid to drive. The pump was used to deliver hydromorphone, bupivacaine and baclofen.

Event description:
It was reported that the pt had problems staying awake on her current medications. The hcp (health care provided) had decreased the pt's medication by 20%, so that the pt could stay awake. The pt stated that the decreased dosage did not provide the best pain coverage, but it was done because of her sleepiness. A volume discrepancy was noted one time in 12 months; the actual residual volume was more than the expected residual volume. The pt had lost a lot of weight and was unsure if the pump had been flipping or not. She experienced a burning sensation in the pump area where the medicine came out of the port. The pt stated that she had a "bulge in her back that may be orthopaedic but not sure". The pt's symptoms had been occurring over the last 6 months. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).